Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) electrical test fails code # 50. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found machine shows electrical test failure #50 alarm with continuous beep sound. Then dry the motor control pcb and reset the connections of motor control pcb & main board.checked again and found machine is working ok and no such alarm coming. Observed the machine for more than 2 hours on system trainer. Machine working ok on system trainer. Performed all tests. All tests passed. Equipment handover to customer in good working condition.